Event description:
Reportedly, the subject programmer doesn't display the measured impedances.

Event description:
Reportedly, the subject programmer doesn't display the measured impedances.

Manufacturer narrative:
The investigation of the returned subject programmer did not confirm the reported issue. The investigation of the provided data highlighted that most probably the date of the subject programmer was not accurate: if the date of the latest impedance measurements is later than the date of the tablet under investigation, these measurements will be ignored by the smartview software when interrogating the device. No general malfunction is suspected on the subject programmer. This case is retained and utilized for trend purposes.